Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed foreign material on the objective lens and corrosion at the instrument channel port could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited an unknown substance/foreign material on the objective lens and corrosion at the instrument channel port. There was no patient involvement, and no harm was reported as a result of the event.